Event description:
A customer contacted technical service to report that a power management stand had caught fire. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The manufacturing record review of the product involved in the allegation was assessed and concluded that there was no evidence to suggest that the complaint was caused by the manufacturing of the product. From this review, it was determined that the device passed all manufacturing tests. The most probable assignable cause was unable to be determined for the reported issue as the product involved was unavailable for inspection. Additionally, there was no reported injury or death with this event. Should additional relevant information become available, a supplemental report will be submitted.